Event description:
The customer reports an observation of an elevated atellica im high-sensitivity troponin I (tnih) result, which was discordant relative to repeat testing. The initial elevated result was reported to the physician who questioned the result. The same sample was repeated on an alternate atellica im analyzer and the original analyzer. The repeat results recovered lower than the initial result, were same and considered correct. These repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
A customer from outside the united states (ous) reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings.". Siemens is evaluating the event.

Manufacturer narrative:
MDR was initially filed on 21-july-2025. Additional information (21-aug-2025): siemens healthcare diagnostics has concluded the investigation of the event. Siemens evaluated the instrument data and the information provided by the customer. Reagent issues were ruled out based on review of quality control (qc) which showed recovery within acceptable ranges and no issues were reported with other patient samples. Return of the patient sample for investigation is not warranted, as the discordant results were not reproducible. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the system and ran auto-check twice and verified all system values were within target range. After service intervention, the customer ran qc and were acceptable. Based on the available information, although a specific cause for the event was not identified, a sample integrity issue was unable to be ruled out. Note: in section h6, codes for investigation findings and investigation conclusions have been updated.